Event description:
Patient was revised to address loosening of a competitor's stem. There was lucency around the cup reported. **update - (B)(4) 2011 - legal claim received alleging that patient may also be suffering from increased levels of metal in patient's blood. Doi alleged in legal claim is (B)(4) 2008. **update** (B)(4) 2013 litigation papers received. Litigation alleges pain. There is no new additional information that would affect the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information.  The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.